Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as it decreased from eight years to two and a half years in a 13 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and the replacement procedure will be scheduled in the next days. No adverse patient effects.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as it decreased from eight years to two and a half years in a 13 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and the replacement procedure will be scheduled in the next days. Reportedly, the patient is unable to attend the in clinic follow up due to health conditions and other comorbidities. The device remains in service. No adverse patient effects.